Event description:
A pt called zoll customer support to report that his monitor was making a screeching sound and wouldn't power up. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (monitor screeching, not powering up properly) has been confirmed. Upon investigation the monitor was intermittently abnormally shutting down. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.